Event description:
It was reported that during a breast biopsy procedure, the physician had to use extra force to remove the probe from the cannula and while removing the probe he cut his thumb on the left hand. Physician is doing fine and finger has healed without further consequence.

Manufacturer narrative:
Investigation results - the device used in this procedure was discarded and will not be returned for eval. Additionally, the batch/lot number is not available. No root cause could be determined from the event info provided.